Manufacturer narrative:
Of the 20 allegations of a malfunction, 13 pumps were returned to animas and investigated. Of the investigated pumps, zero were found to be malfunctioning. During investigation for unrelated allegations, there was 1 instance of a load step malfunction as a result of an issue with the force sensor. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 20 malfunction events. A review of the events indicated that the one touch ping model pump experienced a load step malfunction issue. These reports were received from various sources. The patients associated with this allegation ranged from 7-84 years of age and between 43 and 263 pounds. Of the reported patients, 6 were male and 14 were female.

Manufacturer narrative:
Follow-up #1 date of submission 10/26/2016 - device evaluation: in q3 2016 1 pump was returned and investigated. There was 1 instance of load step malfunction found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #2 04/21/2017 device evaluation: in q1 2017 there was 1 additional instance of load step malfunction failures found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.